Event description:
According to the report, the surgeon stated that fire was emitted from the sologrip iii handpiece. Another handpiece was opened to complete the procedure. No one was injured.

Manufacturer narrative:
According to the report, the surgeon stated that fire was emitted from the sologrip iii handpiece. Another handpiece was opened to complete the procedure. No one was injured. The handpiece was returned for evaluation and an investigation was performed. A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. There were no issues during manufacturing noted in the device history record. Upon evaluation of the handpiece, the fiber within the handpiece was found to be charred. Fiber damage can occur within the handpiece when the movement of the fiber within the handpiece is restricted. The cause of the damage observed is most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. When the laser is pulsed extreme heat is produced resulting in charring of the fiber. Cardiogenesis corporation is implementing changes to ensure there are clear precautions against bending the fiber or the white tubing at a sharp angle or otherwise impeding movement of the fiber.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.